Manufacturer narrative:
H3: product analysis of part#: g6626525; lot#: h5856409 visual and optical inspection confirmed the cage has been cracked. The spacer is fragile and can be overloaded. The damage appears to be from excessive force placed on the implant during the inserting process. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for cervical hernia. It was reported that, the cage was broken when it was driven additionally using the trial as an impactor. The procedure or technique performed was anterior cervical discectomy and fusion and the levels planned were c6/c7. There was a delay of less than 60 minutes reported. There were no patient symptoms reported. No fragment of broken cage left inside the patient body. No additional treatment or surgery performed as a result. No further complications reported.